Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('received treatment for perforation ? - yes/ received treatment for migration ? - yes'), genital haemorrhage ('gen. Abnorm. Bleeding'), nephrolithiasis ('nephrolithiasis') and sepsis ('sepsis') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), chest pain ("chest pain") and ovarian cyst ("corpus luteum cysts"). The patient was treated with surgery (on (B)(6) 2018 sapling. (Bilateral), other and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, nephrolithiasis, sepsis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, cystitis, urinary tract disorder, gastrointestinal disorder, chest pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, chest pain, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nephrolithiasis, ovarian cyst, pelvic pain, sepsis, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2013. Plaintiff experienced general damages, special damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('received treatment for perforation ? - yes/ received treatment for migration ? - yes'), genital haemorrhage ('gen. Abnorm. Bleeding'), nephrolithiasis ('nephrolithiasis') and sepsis ('sepsis') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), sepsis (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), bladder disorder ("bladder problems"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi conditions"), chest pain ("chest pain") and ovarian cyst ("corpus luteum cysts"). The patient was treated with surgery ((B)(6) 2018 salping. (Bilateral), other and salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, genital haemorrhage, nephrolithiasis, sepsis, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, bladder disorder, urinary tract infection, cystitis, urinary tract disorder, gastrointestinal disorder, chest pain and ovarian cyst outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, chest pain, cystitis, device breakage, dysmenorrhoea, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nephrolithiasis, ovarian cyst, pelvic pain, sepsis, urinary tract disorder and urinary tract infection to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2014, (B)(6) 2013 plaintiff experienced general damages, special damages. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: reporter's information, patient demography added. Event injury was replaced with pelvic pain. New events - abdominal pain, back pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), metorrhagia (bleeding b/w periods), general abnormal bleeding), breakage, received treatment for perforation ? Yes/ received treatment for migration? Yes, bladder infection, uti, bladder problems, urinary problems, sepsis, chest pain, corpus luteum cysts, nephrolithiasis, gi conditions were added. Case is upgraded from other event to incident. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.